Manufacturer narrative:
(B)(4). Investigation: the machine was not functionally tested as no issues were alleged regarding machine operation. The donor did not compromise the 15% tbv donation volume limit. The customer stated that they did a follow-up (B)(6) days after the incident and the donor was still reporting no ill effects. The donor stated she felt fine during the donation and since the donation. Root cause: operator error. Corrective/preventive action: direct feedback was provided to the customer regarding the implications of entering inaccurate pt information. The caridianbct support specialist informed the customer that she should remind her staff to be aware of the information they are entering into the trima, as the donor's tbv is directly related to the amount of ac to donor will receive.

Event description:
The customer called to report a situation where the operator entered the donor information incorrectly. The operator inadvertently entered a weight of (B)(6) lbs instead of (B)(6) lbs. This resulted in a tbv of 7300 ml instead of the donor's actual tbv of 3727 ml. This entry error caused the donor to qualify for a triple platelet collection instead of a double platelet collection. A triple platelet product was collected on this donor. The total ac delivered to the donor in this procedure was 341 ml. The customer reported that the donor did not have an ac reaction. No medical intervention was necessary for this event. The customer was unwilling to provide the pt identifier. This report is being filed due to operator error that has the potential for injury.